Manufacturer narrative:
The patient underwent removal surgery approximately 9 months after implantation due to prominence due to exostosis. The patient was asymptomatic prior to removal surgery. The patient has no known allergies. During the removal, the surgeon observed black soft tissue (metallosis) in the entire canal and the surface of the minibunion plate. The implant was removed without complication. Review of product records confirm all components conform to astm f136 ti-6al-4v titanium alloy. No nonconformance was identified.

Event description:
The patient underwent removal surgery approximately 9 months after implantation due to prominence due to exostosis. The patient was asymptomatic prior to removal surgery. The patient has no known allergies. During the removal, the surgeon observed black soft tissue (metallosis) in the entire canal and the surface of the minibunion plate. The implant was removed without complication.